Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5104503/7070424.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort. All components were explanted and discarded per hospital policy.